Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, photographs of the device were received. Examination of the photographs noted that the drip chamber was separated from the burette end cap, verifying the reported condition. Droplets of solution were also identified on the interior surface of the drip chamber. The cause was determined to due to a manufacturing issue. In order to further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set fell apart. The reporter stated that when the nurse adjusted the fluid flow, the set fell apart. This occurred during infusion. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.